Event description:
It was reported that the patient sustained unspecified injuries following the use of rhbmp-2/acs in an unspecified spinal fusion surgery. No additional information was reported.

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on (B)(6) 2010 the patient underwent l4-s1 posterior spinal fusion, interbody fusion procedure. During the procedure, rhbmp-2/acs, peek cages, break off set screws, multi axial screws, and cd horizon pre bent rods and cancellous bone chips were implanted in the lumbar spinal region.

Manufacturer narrative:
Add'l info.

Event description:
It was reported that on (B)(6) 2010 the patient reported for a preoperative exam. With low back and leg pain. Examination found the patient to be wheezing. Exam also found lumbar pain with flexion, extension, and rotation. Hip rom was negative on the right. The patient had distal extremity numbness, numbness in right l5 dist, and foot drop. The patient's deep tendon reflexes were absent at the achilles tendon. Assessment: lumbosacral spondylosis; spondylolisthesis acquired; lumbar stenosis; lumbar disc disorder with myelopathy; sciatica. Chest x-rays taken showed a 1.7 cm sclerotic lesion in the right proximal humerus, perhaps a bone island and likely benign. (B)(6) 2010: the patient presented with the following preoperative diagnoses: 1. Post-laminectomy syndrome with instability; 2. Unstable spondylolisthesis; 3. Vertical disc space collapse with instability; 4. Degenerative lumbar disc disease; 5. Lumbar spondylosis; 6. Acquired stenosis with radiculopathy. No conservative treatment has provided lasting relief from her symptoms. The patient underwent the following procedures: 1. Posterior spinal fusion l4 to sacrum; 2. Segmental pedicle screw instrumentation, l4-sacrum; 3. Wide decompressive laminectomy of l5 with partial laminectomies of l4 and s1 for nerve root decompression due to stenosis and radiculopathy; 4. Bilateral nerve root exploration and decompression, l4-s1; 5. Posterior lumbar interbody fusion, l4-5 and l5-s1, using a transforaminal approach from the left with additional bone resection; 6. Anterior body cage instrumentation, l4-5 and l5-s1 using crescent polymer cage, one for each level; 8. Spinal cord and emg nerve root monitoring. Per the op notes, previously harvested local autograft bone was mixed with rhbmp-2/acs. This mixture was packed into the interspace against the anterior longitudinal ligament as well as to the right and left sides. Anterior interbody cage instrumentation was performed by fashioning a crescent polymer cage with the appropriate heights and diameter. It was packed with rhbmp-2/acs. It was impacted into an anatomic center-center position with an excellent press fit. Additional autograft bone was packed around the cage. For stabilization, 6.5 cd legacy multiaxial titanium pedicle screws were driven into position with excellent bony purchase. Previously harvested local autograft bone was mixed with rhbmp-2/acs as well as crushed cancellous allograft bone. (B)(6) 2010: the patient underwent x-rays of the lumbar spine. No abnormalities found. (B)(6) 2010: the patient was discharged with the following diagnoses: 1. Post laminectomy syndrome with instability; 2. Unstable sp ondylolisthesis; 3 .vertical disc space collapse with instability; 4. Degenerative lumbar disc disease; 5. Lumbar spondlosis; 6. Acquired spinal stenosis with lower extremity radiculopathy; 7 morbid obesity; 8. Diabetes (diet controlled); 9. Chronic pain syndrome with history of high dose long acting narcotics. There was a complication noted, "isolated confusion with quick resolution." The patient was in stable condition. On the morning of (B)(6) 2010, the patient was in a confused state. The confusion did clear by the next day. The patient also reported acute post op pain.

Manufacturer narrative:
On (B)(6) 2010 fluoroscopic ap and lateral lumbar three views with gelpi retractors in place showing a construct from l4 to s1 with interbody peek spacers. The spacers are large consistent with clydesdale or crescent. They are well placed in midline and in the anterior postion of both disc spaces. The rods have been highly contoured to maximize lordosis. Wide decompression is evident on the ap view. On (B)(6) 2008 ap and lateral lumbar x-rays postoperative films reveal the construct as it appeared in the fluoro views of (B)(6) 2010. Ap view is under penetrated limiting detail. Lateral shows excellent overall position of implants.